Manufacturer narrative:
The reported event of device was frozen during communicating with rf antenna could not be confirmed. The device showed error on (B)(6) 2017 which is consistent with anomalies associated with firmware upgrade procedure. The device was tested on the bench as well as using automated test equipment and no anomalies were found.

Event description:
It was reported that during device preparation for implant, device could not be connected through rf telemetry. The display was frozen during rf communication. The programmer was rebooted and another programmer was used but the issue still persisted. Device was not used. Patient¿s condition was stable.